Event description:
The customer multiview workstation (central patient monitor with telemetry option) rebooted with no alarm signal from the system. All traces from patients (10) disappeared from the screen. Error message "waiting for shutdown" was displayed on central screen.